Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they would try to charge it had problems. They contacted patient services and the issue was resolved.

Manufacturer narrative:
Event date approximate.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for epilepsy. It was reported that the patient was unable to establish communication with their ins recharger or patient programmer. The last time the patient recharged was more than one to three months ago, they tried recharging and was unable to. The patient also reported the reposition antenna screen along with another screen they were not familiar with. The caller was redirected to follow-up with their healthcare provider. No patient symptoms or further complications were reported as a result of this event.